Manufacturer narrative:
The devices are still in use at the hospital and no devices will be returned. An investigation without the affected devices will be conducted. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, there was an incident during a medical procedure in which a resectoscope was used. The patient being treated suffered an endometrial burn due to a short circuit. The patient did not experience any further adverse effects, and the surgery was not prolonged. The loop used during the procedure was discarded and therefore cannot be returned for investigation. We have reported all the products involved in the case, but these products will not be returned, as the hospital refuses to send it back.